Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of myocardial infarction and thrombosis are listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a coronary procedure with implantation of a 2.5 x 38 mm xience sierra stent in the distal circumflex artery (cx). On (B)(6) 2019, the patient was re-hospitalized. Thrombus was noted in the implanted stent and a myocardial infarction was diagnosed. Ballooning was performed and two xience drug eluting stents were implanted as treatment, resolving the event. There was no additional information provided.